Event description:
Consumer was using the heating pad while sleeping and awoke a couple of hours later to find a 3rd degree burn on her back.

Manufacturer narrative:
The consumer was sleeping with this pad which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.